Event description:
A device report from synthes (B)(6) provides info from a facility in (B)(4) regarding a revision procedure (unk date); arthrodesis, required due to loosening of rod screws, bilaterally at s1. The rods left and right dropped/slid out of the head (locking caps were still attached). There was no breakage of the implant. Metallosis presence of bilateral region and pseudoarthrosis were noted. This is report #1 of 6 for the same event.

Event description:
The patient underwent a revision arthrodesis, as the locking cap on screws s1 (bilateral) came loose. The rods left and right slid out of the head.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Additional information received.